Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the ¿ball and socket¿ of the curved-tip stapler 30 instrument was disconnected. No fragment fell into the patient. No report of patient involvement or no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the stapler was disconnected at the connection at the distal end. Patient demographics were requested but was unable to be provided.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the curved tip stapler 30 instrument for failure analysis investigation. The instrument was analyzed and found to be broken at the joint assembly. The base of the double cardan joint was broken, preventing the pivot pin from remaining seated in the joint. The components surrounding the broken joint did not exhibit abnormal sharp edges or damage that would have contributed to the shell breaking. Additionally, the instrument was found to have a loose grip cable at the proximal end. Grip cable #5 was found to be extremely loose. There was no damage found to the grip cable and the screw was not loose. Also, the instrument was found to have one release lever broken. One of the release levers was found to be broken into pieces and the spring out of place. Lastly, the instrument was found to have the housing cracked at the edge of the housing near the instrument information. The crack measures approximately 2.680" in length. Components adjacent to this cracked housing do not show damage.

Event description:
Refer to h11 for follow-up information.